Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Rep reported that the patient had right shoulder and neck and arm pain, unrelated to stimulator. The implanting physician put the battery on that side of pt's back flank, leading to severe difficulty trying to keep the battery charged and get the antenna over the battery correctly because they do not have help at home. Pt says it¿s causing increased pain to their right arm and shoulder and neck. Hcp told pt to leave the battery off and they were sending them back to the implanting physician to consult for possible battery replacement to vanta so patient would not have to recharge. Rep indicated theywould send any further information as they become aware.